Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during implant high out of range impedance and loss of ventricular capture was observed. It was noted physician believed excessive manipulation caused the lead fracture during implant. Lead was explanted.